Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/ pelvic floor. It was reported that the patient's impedance was out of range (>20,000). The hcp operated on the patient today (B)(6) 2021 and also discovered a seroma in the pocket where the battery is located. It is believed that the out of range impedance was caused by a set screw. The hcp created a new pocket on the right side of the body and moved the battery to that side. Upon tightening the set screws, the impedance fell within range (479). No further complications were reported at this time.